Event description:
It was reported that the patient experienced discomfort at the midline incision site. It was also noted that the patients stimulation was not adequate. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6). Batch: 577488.